Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was also noted that the pump had an alarm for 'no disposable, open clamp.' The pump resumed run mode. No adverse patient effects were reported.